Manufacturer narrative:
This device is distributed for outside of the united states; therefore, it does not have a us FDA 510k number. However, this MDR is being submitted because this device is the same as or similar to a product distributed within the united states. The device is available for evaluation per the customer, however, the device has not yet been received by baxter. Should the device and/or additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor had ruptured during storage. The device was filled with 25 ml of marcain (bupivacaine hydrochloride) and 75 ml of normal saline. There was no report of patient injury or medical intervention. No additional information is available.